Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Should additional information become available, the evaluation summary will be submitted in a supplemental report. H3 other text : remains implanted

Event description:
Clinical research associate, received a serious adverse event (sae) report on (B)(6) 2012 on the following event: "patient had a flexion contracture in the past for which a manipulation of the knee was done the (B)(6) 2012. This was reported to sae on that date. This procedure led to a less but still present flexion contracture. It was decided to manipulate the knee once more. This was done on the (B)(6) 2012 patient was discharged on the (B)(6) 2012."

Manufacturer narrative:
An event regarding flexion contracture involving a scorpio tibial insert component was reported. The event was not confirmed. No patient medical records were not provide for review. Device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no similar reported events for he provided lot ID. The exact cause of the event could not be determined because of minimal information provided. Additional information such as patient medical records including x-rays, operative reports and clinical history would be required for review.

Event description:
Clinical research associate, received a serious adverse event (sae) report on (B)(4) 2012 on the following event: "patient had a flexion contracture in the past for which a manipulation of the knee was done the (B)(6) 2012. This was reported to sae on that date. This procedure led to a less but still present flexion contracture. It was decided to manipulate the knee once more. This was done on the (B)(6) 2012 patient was discharged on (B)(6) 2012."